Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed chiller pump. During evaluation, it was confirmed that the unit chiller pump was not performing to specifications. No repairs were made as device was scrapped. The device needs software update and new processor card. A potential root causes were identified and reviewed. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the chiller pump was defective on the arctic sun device. The device needs software update and new processor card. The preventive maintenance was recommended.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the chiller pump was defective on the arctic sun device. The device needs software update and new processor card. The preventive maintenance was recommended.